Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check failed. The lead also exhibited undersensing resulting in inappropriate pacing and falsely terminated episodes. The lead remains in use. No patient complications have been reported as a result of this event.